Event description:
A report was received that the patient was having difficulty charging and had a potential ipg depth issue. The ipg appeared to be slightly inverted. The patient will undergo a pocket revision wherein the ipg will be relocated to ensure ideal positioning.

Event description:
A report was received that the patient was having difficulty charging and had a potential ipg depth issue. The ipg appeared to be slightly inverted. The patient will undergo a pocket revision wherein the ipg will be relocated to ensure ideal positioning.

Manufacturer narrative:
Additional information was received that the patient was experiencing hip and back pain. Hip and back pains were new pain areas. The patient was also experiencing nausea. The physician was uncertain if the new pain areas and nausea were device related but believed that the ipg was pushing into the patient¿s bone secondary to small/petite frame. The patient underwent a pocket revision. The pocket revision allowed for the ipg placement to be more lateral.